Manufacturer narrative:
The position motor controller was returned to the manufacturer for analysis. Analysis found that y-drive button up/down malfunction, bad at install. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The z-drive assembly was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the z-drive assembly. The motion controller was uninstalled and reinstalled and worked fine. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the z axis did not move backward from the right outside position.